Manufacturer narrative:
The insulin pump received had normal operating currents. No unexpected battery out limit alarm noted. The insulin pump passed the unexpected restart alarm error test. No restart alarm noted. However, pump received had intermittent button response due to corroded keypad traces. The device received had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window , cracked reservoir tube, scratched reservoir tube window, cracked belt clip slot and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, battery out limit alarm, and keypad anomaly. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.